Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had issues with recharging. Medtronic representative indicated patient's ins was overdischarged and was unable to bring them out of overdischarge due to patient's recharger not being charged. It was reported that the connector pin was broken. No symptoms were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who responded back from follow up email sent to them. Manufacturer representative reported patient was not in overdischarge and the replacement of the desktop charger sent resolved the patient's recharge issue. Patient weight at the time of event was unknown. Information has been confirmed with patient's physician.